Manufacturer narrative:
The device was returned after the patient was reported to have expired. Upon receipt, the device was above its elective replacement indicator (eri). Tests measuring impedance, lead connector integrity, and high voltage output were performed and all were determined to be normal.

Event description:
It was reported that the patient passed away from an unknown cause. Analysis of session records from the device showed that the patient had experience non-sustained ventricular tachycardia (vt) and revealed no sign of device malfunction. There is no known relationship between the cause of death and any of the implanted devices. Further information has been requested and not received. Related manufacturer reference numbers: 2017865-2017-36675, 2938836-2017-35421, 2017865-2017-36677.